Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise which resulted in oversensing and no pacing output were noted on the right ventricular (rv) lead. Lead damage was the suspected. During a normal device exchange, damage was not observed and the rv lead was reprogrammed to resolve the event. The patient was in stable condition.